Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead multiple short v-v intervals and high rate non-sustained episodes, and t-wave oversensing (twos) was observed. The lead remains in use. No patient complications have been reported as a result of this event.